Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2012 ¿ patient was diagnosed with incisional hernia (x2) thereby underwent laparoscopic repair with implant of two sepramesh ip (device 1 and 2). Per op notes, ¿two incisional hernias were noted and omental adhesions were removed. Two sepramesh ip meshes (device 1 and 2) were placed into the abdominal cavity and sutured circumferentially.¿ (B)(6) 2018 ¿ patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of previously placed meshes (device 1 and 2) and implant of synthetic mesh. Per operative notes, ¿hernia sac with previous meshes (device 1 and 2) were removed. Multiple adhesions to anterior abdominal wall was lysed and synthetic mesh was placed and sutured.¿